Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2014, patient underwent following procedure: laminectomy and decompression, l4-5 and l5-s1; posterior lateral decompression and fusion l4-5 and l5-s1; transforaminal lumbar interbody fusion for a 360 fusion l5-s1; discectomy for decompression l5-s1; placement of interbody graft l5-s1; local autogenous bone grafting; use of cell saver; use of bone graft extenders; use of neuro-monitoring; for pre-op diagnosis of: grade 2 spondylolisthesis, l5-s1; stenosis l4-5, l5-s1 and acute lower extremity weakness. Per-op notes: "...with interbody space prepared, I was able to do appropriate sizing. The appropriate size cage was chosen. The interbody space was packed wit local autogenous bone graft and small portion of bone graft substitute, as was the cage itself. Protecting the soft tissue structure, I was able to place the cage in good alignment and good position with good fit and fill... No complications were reported." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.